Manufacturer narrative:
Evaluation results: the regulator was received in good condition and checked for leaks. The customer reported product problem was confirmed. The reading was found to drop in lock off. The poppet and seal were replaced. However the investigator noted that these parts were not damaged. The regulator did not leak in lock off after the aforementioned parts were replaced. The regulator was tested and found to pass all functional tests. The investigator was unable to determine why the regulator initially leaked. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that gas leakage was observed. The reading dropped slowly after the gas supply was switched off. The product problem was observed during functional testing. There was no patient involvement.